Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information - the customer reported problem was a system error 2240 (air in tubing) that preceded the system error 2367.

Event description:
The customer contacted baxter's service center regarding a system error 2367 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) helped the home patient (hp) clear the alarm. The hp would finish therapy using a manual bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.